Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient blacked out and fell on several occasions, resulting in fractures in his back. It was further reported that the patient was hospitalized and that the "top lead was not working and that it was giving false readings" and that "medical treatment was given to turn off the top lead and adjust the bottom lead". Additionally, it was reported that the patient's cardiologist stated that the device and leads do not need to be replaced. The device is still in use. No further patient complications reported as a result of this event.